Event description:
It was reported that; on (B)(6) 2013, primary plf surgery was performed. After that, the breakage of l5 left side screw was found. An extraction surgery is planned on (B)(6) 2015.

Manufacturer narrative:
Risk assessment. The customer reported event of a device fracture was confirmed via the correspondence. Device not returned, lot number not provided. The most likely cause of the customer reported event is fatigue fracture due to non-fusion of the vertebrae.

Event description:
It was reported that; on (B)(6) 2013, primary plf surgery was performed. After that, the breakage of l5 left side screw was found. An extraction surgery is planned on (B)(6) 2015.